Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose level. Customer stated a new cartridge was successfully able to be loaded.